Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was damaged and difficult to remove the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: visual inspection was not able to confirm that the battery cap was damaged. The battery cap was able to be fully secured to a test pump. The battery cap contact height and width measurements were found to be within the required specifications. The complaint that the battery cap was damaged was not able to be confirmed during investigation. No defects were found.

Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.